Event description:
The account alleged the bed had no head down functions and that cardio pulmonary resuscitation would not function. No injury reported.

Manufacturer narrative:
The tech found the head down will not operate but it will lower with the cardio pulmonary resuscitation function. The tech found the hydraulic manifold to be the cause. The tech replaced the hydraulic manifold to resolve the issue.